Event description:
Catheter deflated after insertion during surgery for radical prostatectomy. Patient had to be taken back to surgery to reinsert another catheter. There were no further patient complications.